Event description:
It was reported that the central venous catheter (cvc) was found to be broken. Photographs provided with the complaint showed that the medial extension line had separated from the junction hub of a 3-lumen, 12 fr x 16 cm cvc. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." The affected device was removed and replaced with another device. No additional medical or surgical intervention was required, and no adverse patient outcome was reported.

Manufacturer narrative:
Qn#(B)(4).